Manufacturer narrative:
B5- a facility representative reported that an implantable collamer lens was implanted into the patient's eye. This was the replacement lens for a previous issue that was resolved. It was noted that, "anterior chamber reaction occurred after graft replacement". Additionally, inflammation was observed day 1 of replacement surgery. After the treatment with steroid drops, the patient's condition is under control'. To the best of our knowledge the lens remains implanted. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue h11 manufacturer narrative - inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim # (B)(4).

Manufacturer narrative:
H11 - manufacturer narrative: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. This was the replacement lens for a previous issue. Toxic anterior segment syndrome (tass) was diagnosed. No diagnostics tests were performed. Post-op steroid drops were given, and the problem resolved.